Event description:
It was reported that during a coronary sinus pacemaker placement, the whisper guide wire became entangled with a coronary sinus lead on advancing. The whisper guide wire was not able to be removed, therefore, the whisper guide wire and the coronary sinus lead were removed together; however, the whisper guide wire was noted to be separated when it was removed with one part remaining within the patient anatomy. The separated section of the guide wire was able to be retrieved from the patient's anatomy by snaring the piece. Another unspecified guide wire was used in the procedure. Although, there was a clinically significant delay in the procedure, there was no reported adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The resistance with the other device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.